Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter corporate product surveillance a three gang large bore stopcock in which the connection of the two stopcocks disconnected. The patient did not receive the medication that was intended for delivery. According to the report, "in the past, it had another plastic piece, now it twists completely around." There was a patient involved. However, there are no reports of patient injury, adverse events, or medical intervention. No additional information is available at this time.